Event description:
It was reported that when using the bd pyxis¿ medstation¿ es profile driven was set to critical override. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system profile-driven was set to critical override. The technical support specialist reviewed data sync logs identifying a grpc (google remote procedure call) deadline exceeded error, verified sync configuration and acknowledgment interval on the es server, executed query per knowledge article medstation es 1.7. Stations going in and out of disconnected mode large download messages confirming the device was 2456 minutes behind and performed a full sync by dropping and rebuilding the database to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.